Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5160501. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 23926534. Product family: scs-ipg-r upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 357388.

Event description:
It was reported that the patient experienced a loss of stimulation after undergoing a non device related procedure. The physician assessed that the leads had high impedances with x-ray imaging having confirmed the leads had also migrated. The patient underwent a revision procedure. No further information has been obtained despite good faith efforts.